Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. No pump error 40 alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that they were not able to clear alarm. Customer stated that the insulin pump had insulin flow block alarm. It was reported that the customer declined troubleshooting for high and low blood glucose. The insulin pump will be returned for analysis.